Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patinet's transfer set was connected to the patient line extension prior to the initiation of the prime cycle. Baxter's technical service center assisted the home patient's family member in ending therapy early. Therapy was completed manually. Per the home patient's family member no patient injury or medical intervention was associated with this incident.